Manufacturer narrative:
The device was not returned for evaluation. Therefore, the actual root cause is not certain. The complaint device was manufactured in august 2013. No discrepancies were noted in the device history record for the complaint lot. The reported event happened over a year ago, ((B)(6) 2014) but was only recently reported to argon medical devices, inc. The unit in question was ro bonded in august 2013. A manufacturing CAPA was initiated in november 2013 to maximize the ro band bonding strength. The unit in this report was manufactured before the CAPA was implemented. Previous to the engineering change, a pull test was performed at each lot start-up and lot end to verify that the set-up and performance of the ro band bonding process was acceptable. Each unit that went through the ro-band bonding process was 100% visually inspected under 10 x magnification to detect any cracks in the bond line. A health hazard evaluation was performed and it was determined that no additional corrective actions were required at that time. There have been no reports of separation for product manufactured after the CAPA of november 2013.

Event description:
Drainage was blocked. During removal, the drainage catheter separated into 2 pieces. The non-perforated portion was removed, and the other portion remained in the abscess. The distal portion was surgically removed on (B)(6) 2014. One remaining drainage catheter from the same lot was placed in quarantine.